Event description:
It was reported that when the device was used during a laparoscopic roux-en-y procedure, it did not cut and staple, but tore the stomach. The device was used again in a different section of the stomach and the same thing happened again. The o.r. Time was extended by four and a half hours. The patient remains hospitalized with pulmonary problems postop. The hospital refuses to return device and it is being held in risk management.